Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. The customer replaced the defective power management printed circuit board assembly and power supply to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit will not operate on alternate current power. The power management printed circuit board assembly was charred at the "power-in" jack. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.